Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The patient underwent a procedure via 8fr procedural sheath. The vessel was closed using an 8fr angio-seal and hemostasis was achieved and closure nad. The patient bled from the groin two hours post procedure upon mobilization to go to the toilet. The patient was supervised and was not deemed to have been excessive during ambulation. Additional information was received on 27jul2020. A pre-deployment angiogram was performed. The patient's condition was stable. It was a right femoral artery puncture. Twenty to thirty minutes of manual compression was applied. Hemostasis was achieved. Bleeding occurred out of the procedure room; blood loss was less than 250cc. An ultrasound was performed to diagnose the bleed. The patient was hospitalized. There was a sudden right groin hematoma 24 hours post procedure while walking.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.